Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6), product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). H3: analysis of the device, model # 97745, s/n nld126762n, revealed bent battery contacts. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt said received a controller replacement through sunmed and now they cannot get their controller to connect to their ins without the rtm connected (pt seeing no device found). Pt mentioned that they were having problems with their hearing aids. No symptoms were reported. Additional information was received. Pt got replacement controller, but says that it works but if they touch the screen to increase stimulation they screen will "go white or grey, its blank". Pt mentioned they have a health issue "that gets me to wander off from time to time" and is talking about their cognition, and says they get confused. I had pt try to charge implant, and they didn't have rtm against ins. They put it against ins and it connected to charge and says excellent. They connected and show that stimulation is on. They said controller is at 40 percent and ins is at 70 percent. Pt plugged in ac power cord to controller and it appeared to be charging controller. Pt then told me the reason they are actually calling, which is the control ler screen times out after non-use, but then wont come back on again unless the take battery pack out and reinsert. Pt hasn't dropped controller. Pt stated he received his replacement controller but the battery cover door seems too small. Patient services specialist (pss) walked pt through pairing the new controller with the implant (ins).